Event description:
Event description guidant received information that subsequent to an ablation procedure this implantable pacemaker (ipm) exhibited loss of ventricular capture and noisy electrograms (egms). A chest x-ray revealed no abnormalities. Impedences and thresholds were found to be normal. The device was removed and a new guidant pacemaker was implanted. Loss of capture was still observed even at maximum output. The physician elected to remove and replace the ventricular lead. Subsequent to this capture was observed. Both the lead and the device have been returned for analysis.